Manufacturer narrative:
The insulin pump was received with a vibrator anomaly due to a broken black wire on the vibrator motor. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had high blood glucose levels of 235 mg/dl. The customer reported that the vibrator of the insulin pump was not functioning. The customer reported a lack of a vibration from the insulin pump to alarm the customer of a high blood glucose level. Troubleshooting was done. The customer reported installing new batteries on the insulin pump. The customer reported that the insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per the health care provider's instruction. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.